Event description:
It was reported to medtronic neurosurgery that a pt had a post-surgery disturbance. Seven days after implantation a CT scan showed overdrainage.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of MFR.